Event description:
When the dialysis catheter was inserted, there was no venous return. The internal staff removed the catheter and on removing, it found that part of the guide wire had dislocated and remained in the catheter, in the patient's vein. Change of the device.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The guidewire was returned for evaluation in two pieces. After an initial evaluation by medcomp the device was forwarded to the contract manufacturer for further review. The contract manufacturer conducted an evaluation of the returned device. The observation made during the analysis found that the returned guidewire was fractured in two pieces. The coil was stretched and unraveled. Multiple bends were visible on the returned guidewire. The main guidewire body was shaped into a loop. Microscopic examination of the distal end revealed that the core wire fractured on the core flattened section behind the distal weld due to overloading in tension. Some necking was observed at the point of fracture and the fracture appeared to be ductile with no evidence of embrittlement. There is no evidence of any pre-existing condition on (or in) the core wire that would have contributed to this fracture. A dimensional examination was completed, and it was noted that full length of the fractured core wire was returned for investigation. No other damage was present on the returned guidewire. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation "excessive force used", "material fatigue" and/or "improper use", may have impacted on the event as reported. The instructions for use (IFU) contains the following warnings and precautions: *do not advance the guidewire or catheter if unusual resistance is encountered. *do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the catheter and guidewire must be removed together. *when introducer needle is used, do not withdraw guidewire against needle bevel to avoid possible severing of guidewire. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.